Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 80% stenosed mid left anterior descending artery. Pre-dilatation was performed with a 2.5 x 10 unknown balloon. A 3.0 x 28 mm xience v stent delivery system was advanced; however, after several attempts, the sds would not cross and the shaft bent. Additional pre-dilatation was performed and a 2.75 x 23 mm xience v sds also failed to cross the lesion and the proximal shaft separated outside the anatomy and was easily removed. A non-abbott balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.